Event description:
It was reported that one of the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago.